Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 15mg/ml at 3.597mg/day, clonidine 150mcg/ml at 35.97mcg/day and bupivacaine 15mg/ml at 3.597mg/day via an implantable pump. The indication for use was malignant pain. The patient¿s medical history included cancer pain. On (B)(6) 2019 the healthcare provider reported that the patient was implanted in (B)(6) 2019 and was let go from the managing physician due to no insurance. The patient came to the ER (emergency room) today and per the healthcare provider that was how they got involved with the patient¿s care. The healthcare provider interrogated the pump and the pump reservoir was empty. The healthcare provider did not have access to the logs at the time of the report. The patient¿s family started hearing the pump alarm (B)(6) 2019. The healthcare provider also reported an infection as they noted there was redness and swelling over the pump pocket. The healthcare provider was unsure when this started as the patient was new to them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider, and it was reported that the device was explanted due to site infection and would not be returned due to infective process. No further complications were reported or anticipated.